Event description:
It was reported that the patient had a heart rate in the twenties and that the patient thought that their device was malfunctioning per the patient's smart watch and that the implantable pulse generator (ipg) was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.